Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the dexcom system was not giving readings. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation on no readings was confirmed by the finding of a signal loss on (B)(6) 2017. A root cause was not determined via data.